Manufacturer narrative:
Device is a combination product. (B)(4) device evaluated by MFR: the stent delivery system was returned for analysis. The tip outer diameter (od) was measured and is within specification. The stent was badly damaged at both the proximal and distal ends. The stent struts were raised and misaligned. It was also noted that the proximal struts were bunched together. This type of damage is consistent with the stent meeting resistance during the withdrawal from the patient. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the device analysis completed on (B)(6) 2014. It was reported that crossing difficulty occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 10mm in length, eccentric, de novo target lesion was located in a mildly calcified, non tortuous and 3.0mm in diameter distal left anterior descending artery. A 6f jr unspecified guide catheter was used. Then a 3.50mm x 12mm promus element ¿ stent was advanced to the lesion but was unable to cross. The device was removed and a 2.75mm x 12mm promus element¿ plus stent was advanced to the lesion but was also unable to cross. The procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.